Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg implantable cardioverter defibrillator (ICD) (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had increased impedance on the defibrillator coil and superior vena cava (svc) coil, and the svc impedance was high. An alert was triggered due to out-of-range impedance. The rv lead was capped and replaced. No patient complications were reported as a result of this event.